Manufacturer narrative:
Medwatch sent to FDA on 3/4/2016. The event of inadequate tissue ingrowth is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device was discarded and will not be returned. Therefore, no analysis or testing will be done.

Event description:
Healthcare professional reported seri implanted during breast augmentation. Approximately one year later, patient required removal of a "small piece" of unincorporated seri from the right side breast during a right side breast implant exchange.